Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effects of stenosis and infection are listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as known adverse events that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis and infection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 6.0x60 mm supera stent and one 6.0x40 mm absolute pro stent were implanted in the right popliteal artery. The patient presented on (B)(6) 2025 with a new wound on the right foot, which had been treated with anti-infective medication for two weeks without showing significant improvement. Duplex ultrasound showed in-stent restenosis in the right popliteal artery. The restenosis occurred in the overlapping part of the implanted stents; therefore, both stents contained the restenosis. The patient was re-admitted to the hospital. Revascularization with drug coated balloon angioplasty was performed on (B)(6) 2025. Clopidogrel was prescribed for three months. The patient was discharged on (B)(6) 2025. The condition resolved on (B)(6) 2025 with no adverse sequelae. No additional information was provided.